Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there were constant drops of water during priming which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6), e1: initial reporter address: (B)(6), e1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 17l set during prime. There was no patient involvement. No additional information is available.